Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia, hypoglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide; model: cat45e/cat45f; 15546-aw rev d 06/2016: checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 113: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported that the patient had to be taken to the hospital via ambulance with blood glucose (bg) reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and at 33 mmol/l (595 mg/dl) with the paramedic's bg meter. It was also reported that the previous day the patient's bg was reading at 1.9 mmol/l (34 mg/dl). The pod was worn between 24 and 36 hours on the arm. At the hospital she was placed on an intravenous therapy and was given medication for heartburn. The patient also have high blood pressure and other medical conditions. She is currently still at the hospital at the time of the call as they are still performing tests to figure out what was going on.